Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had moisture damage on lcd/b, a scratched display window, cracked display window, cracked case at display window corner(all corners), cracked reservoir tube lip, broken belt clip slot and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was performed. The device was returned for analysis.